Manufacturer narrative:
The large hem-o-lok clip applier instrument has been evaluated by the failure analysis (fa) team. Fa was not able to reproduce or confirm the reported complaint. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The clip test was performed twice and passed. The instrument was fully functional. No product issue was found.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the large hem-o-lok clip applier instrument failed to close and failed to clamp the artery. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to unsuccessful clip application. The clip applier was able to go around the artery, which was skeletonized, but was unable to close the clip. Large teleflex clips were used with the purple hem-o-lok clip applier instrument. The vessel or tissue bundle was not greater than the specified diameter suggested in the instruction for use (IFU). The issue occurred on the first clip application. The issue was resolved with a backup clip applier instrument. The issue was the inability to close the clip.